Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Physician reported "moderate amount of fluid" and capsular contracture baker grade iii/IV. Device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported right side "moderate amount of fluid" and capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: - anxiety-product-procedure: unable to observe as it is a medical event that is not related to the device. - capsular contracture: unable to observe as it is a medical event that is not related to the device. - seroma-late: unable to observe as it is a medical event that is not related to the device. Additional observations: - capsular contracture color red observed. It is not possible to determine the lot number or catalog through the photos provided.